Event description:
It was reported that the left ventricular lead had a sudden rise in threshold. The lead remains in use based on medical judgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had a sudden rise in threshold. The lead remains in use based on medical judgement. No patient complications have been reported as a result of this event. It was later reported that the lead was failing to capture and is still in use.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that during a device check, there was right atrial (ra) lead over and under sensing and the device had an unexpected longevity with elective replacement indicator (eri) in less than 2 years, in addition to the high lv lead pacing thresholds. During the system modification, intermittent loss of capture from the right ventricular (rv) lead was noted, possibly due to lead injury from the extensive procedure required to attempt to remove the lv and ra leads. The device, lv and rv leads were removed and replaced. The ra lead was capped and replaced. After a very long procedure under general anesthesia, the patient tolerated extubation. But in the outpatient recovery unit, the patient had a respiratory arrest requiring bag-valve-mask ventilation and later use of continuous positive airway pressure (CPAP) with pressure support breaths. The patient was monitored overnight in the ICU and spent another night on a regular floor. No further patient complications have been reported as a result of this event. The patient is enrolled in the product surveillance registry clinical study.